Event description:
It was reported that the xience v was unable to cross the heavily tortuous and heavily calcified target lesion in the predilated mid-right coronary artery (rca). During removal of the xience v, the stent became dislodged. It was possible that it caught on the previously deployed 5.0x16 veriflex that was in the ostium of the rca. The xience v was then deployed in the proximal rca using an unknown balloon. A vision 3.0x15 then was also not able to cross the target lesion and was removed without incident. The patient was sent for non-emergent coronary artery bypass graft surgery, due to the inability to stent the lesion. The patient remained stable throughout the procedure. Other patient information, though requested, was not provided. No other information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the shaft and on the balloon, consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the hypotube 42.7 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily tortuous and calcified lesion and previously implanted stent contributed to the reported failure to advance. Additionally, an interaction with the calcified lesion during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion during retraction would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.